Event description:
Normal saline infusing and pump alarm went off. When investigated, the tubing had a huge bubble in the tubing of fluid. IV tubing was removed and IV continued with another tubing set. No known harm or delay in care to the patient. Original packaging not saved, listed is identification of product as representation.